Event description:
A malfunction code "malf 12" was reported by the customer, who had experienced this issue multiple times with the pump. There was no adverse impact on the customer¿s blood glucose level. Technical support decided to replace the pump with an updated version and provided instructions on putting the current pump into storage mode for its return. The customer was also informed about the availability of training for the new device in their source account and understood the procedures for returning the faulty pump via ups within 10 days.